Event description:
It was reported that a spectrum pump alarmed "max air" twice. This occurred during an oncology patient infusion of emend in the outpatient treatment facility. The bag height was 24 inches. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.